Event description:
It was reported that the device was to be used during a general surgical procedure. It was reported that the device "will not work". A second device was used to complete the procedure. There was no consequence to the pt.